Event description:
The complainant had an impella rp flex placed to support a patient admitted in acute myocardial infarction / cardiogenic shock (ami/cgs) along with an impella cp. The bipella support was ongoing for 1 day when the rp flex came out of position and was replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely use related.